Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 11-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had a previous dbs lead implanted, but was explanted. The caller did not know when the explant was, but it was done before their new lead was implanted. Additional information was received from the rep stating that the reason for the revision was due to inaccurate lead placement. It was also noted that the customer discarded the products as there was no malfunction, just placement issues. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1jej4, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the placement issue was unknown. There were no further complications reported.